Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated the sensor read the blood glucose was going down, but it was not. The customer mentioned they had a battery out limit. The customer's blood glucose was over 600mg/dl. Customer's current blood glucose was 345mg/dl. The customer treated with pump until getting to the hospital. The customer also had diabetes ketoacidosis. The customer is unable to continue troubleshooting at this moment.